Manufacturer narrative:
Results: inherent risk of procedure-failure to deliver stent and stent deformation; patient¿s condition affected effectiveness of device-calcification and tortuosity; deformation problem -stent deformed. Conclusion: inherent risk of procedure-failure to deliver stent and stent deformation; patient¿s condition affected effectiveness of device-calcification and tortuosity. (B)(4).

Event description:
The physician was attempting to implant an integrity bare metal stent in a tortuous, calcified lad that exhibited a shepherds crook take off. No abnormalities were noted during device preparation.pre-dilation was carried out and 2 wires were used for support. As the physician advanced the stent obstruction was felt. When the stent was pulled back it was observed that 2 struts were lifted in the middle of the stent. Patient was stented with another 3.0x 22 integrity stent without issue. No clinical sequelae reported. Evaluation summary : the stent was positioned between the marker bands as per specifications. The 11th proximal stent segment was raised and deformed.